Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer reported that they decided to change the battery and there was nothing on the screen, they tried another battery which had the same result as the first. The customer had inserted the previous battery which had already been used in the pump back in, and the display did come back up, but said it failed. The insulin pump will not be returned for analysis.